Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the stent graft migration could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for return and comparison. CT¿s from~9- ½ years post-implant confirmed that the bifurcate had migrated and was currently positioned within the aaa sac. There was <(><<)>5mm of remaining proximal neck length and the neck was moderately angulated ~60°. The max diameter aaa near the top of the sac measured 4cm maximum, and there was a proximal type I endoleak. No other stent graft issues were observed. It is possible that the migration was caused by disease progression; neck dilatation and angulated neck. Images after implanting the endurant 36x36x70 aortic cuff which resolved the migration were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT demonstrated that the aneurx stent graft had migrated distally and was 4 cm below the renal arteries with a no endoleaks. Currently, the aneurysm is smaller in diameter 3.8 cm, than at implant. The aneurx bifurcated stent graft had poor apposition proximally with aortic wall. The physician elected to implant an endurant aortic cuff and the migration was resolved. The physician stated that the cause of the event was related to the patient¿s anatomy; there was aortic neck dilatation and elongation. No additional clinical sequelae were reported and the patient is fine.